Manufacturer narrative:
Product- (including expiration and date of manufacture dates) and patient-specific information is unknown. Additionally, implant/explant dates and initial reporter contact details are unknown. Respective files have been marked as "unknown" or left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In 2/2026 a medical team in the EU presented upon impella 5.5 patients at the dgthg conference. The slides presented speak to eight impella 5.5 patients (between 2023 and 2025) who had prolonged pump supports as the patients bridged to definitive therapy. The definitive therapy would be either heart transplant or implanted left ventricular assist device (lvad). In 7 of the 8 patients, adverse events were documented inclusive of: surgical site infection n=1, pump thrombosis n=2, stroke n=1, bleeding academic research consortium (barc) >/2 bleeding n=4, vascular complication requiring thrombectomy n=2. Adverse events can be influenced by using a pump beyond indication, patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The slides presented do not furnish all information necessary to determine causality, but will be conservatively reported. The local team attempted to gather further details and locate specific case supports, but due to privacy laws in germany, this is not possible.

Manufacturer narrative:
H6 medical device problem code has been updated from a24 was corrected to a01. Ppae (infection/thrombosis/stroke/ischemia/major bleed): the root cause of the injury was unable to be determined due to insufficient clinical details.